Event description:
According to the distributor, the pump's buttons were sticking. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for device eval. Investigation confirmed that all keypad buttons were intermittently activating the desired pump functions. The keypad was removed and there was adhesive found under the button contacts and the button contacts were misaligned.